Manufacturer narrative:
Follow-up received on 16-feb-2016 nca number was received as (B)(4). Product technical complaint (ptc) investigation result received on 09-mar-2016: ptc global nunmber: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-mar-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a medically confirmed spontaneous case report that refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and implant broke during the placement when the implant was inserted in ostium (interpreted as device breakage). The broken pieces found in the fallopian tube were retrieved during laparoscopy. At the time of report, she was recovering. Device breakage is an anticipated event according to the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a laparoscopy was required to remove the broken pieces of essure insert. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure ess305 (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number d40625. Implant broke during the placement when the implant was inserted in the ostium. The tip and inner coil area of the insert broke. The instructions in the IFU were followed. Essure was removed via laparoscopy. It was medically necessary to remove essure, not because of patient request. The broken pieces found in the fallopian tube were retrieved. The patient had no injuries. There was no clinical consequence. There was no cause related to the patient which could explain the event. Bilateral placement was performed with another essure. She was recovering from the event. Essure system was not kept. Company causality comment: this is a medically confirmed spontaneous case report that refers to a (B)(6) female patient who had essure ess305 (fallopian tube occlusion insert) inserted and implant broke during the placement when the implant was inserted in ostium (interpreted as device breakage). The broken pieces found in the fallopian tube were retrieved during laparoscopy. At the time of report, she was recovering. Breakages during insertion are unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a laparoscopy was required to remove the broken pieces of essure insert. A product technical complaint analysis is being sought.